Event description:
The customer reported that the channel connector clips on the subject device broke which prevented the device from being connected in the reprocessing basin. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in july 2012 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to olympus for evaluation and the reported issue was confirmed. The device could not be connected. Inspection and testing found no signs of the lock levers and metal clips coming off/detaching. A review of the device history record was unable to be reviewed for this device since the manufacturing date could not be determined with the available information. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is possible the connecting tube could not be connected because something (foreign material, etc.) Got caught between the connector of the connecting tube and the connector in the reprocessing basin during connection and therefore connecting tube could not be connected. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to detect the issue: "move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device. In addition, there were scratches on the outside of the tube, metal connector, and blue connector, and white spots inside the tube. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.